Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture on an unknown side. Device is explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, wear abrasion and weight to the spec. Bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process

Event description:
Healthcare professional reported a right side rupture.